Event description:
Rptr is the pt. The instructions indicate to push a coin inside the heating pad the first time it's used and it heats up by itself. After that, it should be heated in the microwave. This event took place after the first time the device was microwaved. He heated it for 4 minutes per the directions. He then put it in the canvas bag it comes with, sat in his chair, and placed it behind his lower back. Shortly after, he felt a very hot sensation - the heating pad burst and the gel was all over his suit and chair. He would have burned himself if he hadn't jumped up. The gel eventually crystallized and ruined his chair and suit. He called the MFR who pointed out the product must not be heated in a microwave above 650 watts. He then saw that statement in small print on the back of the box. The statement should have had greater prominence. He didn't know the wattage of his microwave. He called the MFR of the microwave and learned he has an 800 watt microwave.